Manufacturer narrative:
A vyaire technical support reviewed the log file which reveals at the very end of the logtext an internal o2 sensor thead sampler. Furthermore, (B)(4) was installed when the issue happened which is a known issue of the software version. The root cause is a software bug in improved internal o2 (oxygen) sensor communication handling found in (B)(4). This issue was resolved with an update to (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that during use on a patient, bellavista 1000 screen showed "bellavista detected a user interface issue". The device was replaced with another ventilator and the customer confirmed that there was no patient harm associated with the reported event. The hospital reported to mhlw/pmda and found that the software was flawed and suspected that there was a problem with the manufacturer's software debugging system.